Manufacturer narrative:
The evoke scs system remains implanted. The cause of the event cannot be definitively determined; however, the patient¿s falls may have contributed to the reported event. The evoke scs system surgical guide lists seroma at surgery sites that may require hospitalization as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for swelling at the evoke closed loop stimulator (cls) implant site after multiple falls. Blood and urine testing confirmed no infection. A computed tomography (CT) scan confirmed fluid was present at the implant site, and antibiotics were administered. The patient reported that the evoke scs system did not cause or contribute to the falls.